Event description:
Anspach drill & burr system was being used to perform an omya reservoir placement. As the surgeon starts to drill, the air power cord explodes (rupture is at 2 inches below handpiece) startling the surgeon and the operating room team. Use, duration only a few minutes.